Event description:
The splines of the ablation catheter were found to be deformed during prep. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).